Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was cardiac arrest. On an unreported date, the patient experienced a heart attack and excess fluid. It was reported the patient was not performing pd therapy prior to the heart attack event. The patient was hospitalized for the heart attack in the intensive care unit for two days prior to death. It was reported that the patient was treated with unknown medications when admitted to the hospital. Dianeal therapy was ongoing until the date of death; however, it was not reported if the patient was connected to the homechoice device at the time of death. It was reported an autopsy was not performed and a death certificate is not available. No additional information is available at this time.